Event description:
Facility alleged that one of the siderails will not latch. No injury reported.

Manufacturer narrative:
Technician reported that one of the siderails will not latch. Repair not yet complete.